Event description:
Caller reported the lancet protrudes beyond the end cap of the multiclix lancing device. No adverse event reported. Requested return of the alleged lancing device for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.